Manufacturer narrative:
This device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error which resulted in the patient receiving more medication than intended. The patient was receiving hyperalimentation at a rate of 6.5ml/hr. No further programming parameters were provided. At 1650, the nurse obtained a new bag of hyperalimentation, changed the tubing set and the delivery was restarted at the previously programmed rate. After an unspecified length of time, the nurse noted air bubbles in the distal end of the tubing set. At this time, the nurse stopped the delivery, removed the tubing set cassette from the pump, disconnected the tubing set from the patient and manually primed solution through the tubing set to remove the air bubbles. At approximately 1750, the customer contact stated that the patient became unstable and required resuscitation; however, no specific medical intervention details were provided. There were no reported adverse patient sequelae. The customer contact reported that the cause of the event "was human error." Though requested, no additional information was provided.